Event description:
The customer reported that on the third day wearing this pod her blood glucose was 283 mg/dl at 10:00 am and she was having a meal containing about 90 grams of carbohydrate. She took a 18.95 unit bolus. Her bg measured 280 mg/dl at 11:22 am and 289 mg/dl at 3:20. She deactivated the device and saw that the cannula was kinked.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kink cannula or to determine if it could have contributed to the reported hyperglycemia. No qualification records were reviewed because no product lot number was reported. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hrs. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hrs (a total of 4 hrs), replace the pod."